Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had experienced a loss of efficacy. A catheter check and rotor study were performed and both were clear. It was indicated that only the pump was replaced on (B)(6) 2016 and the problem was resolved. It was noted that there was no office visit before the pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.